Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. During support, there was a purge disc not detected on day 83 of the support. The team had to replace the aic and support proceeded without harm or injury.

Manufacturer narrative:
The device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was provided in d6 and h6. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
B5 updated with the patient outcome. D6a and d6b should have been left blank as the console is external device. H5 was erroneously selected; yes on the initial manufacturer device report. H6 component code was erroneously entered on the initial manufacturer device report. H8 was erroneously selected on the initial manufacturer device report.

Event description:
The patient received a heart transplant and survived.